Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in fair condition. Event history log review was performed and found no evidence of reported problem. According to the investigation, the customer's reported problem could not be duplicated. However, the pump displayed constant ec1260. The investigation reported that the pump back-up capacitor will be replaced as a preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "lec 1720". No reported adverse effects.